Event description:
It was reported that after an unspecified procedure, arteriotomy closure was attempted of an unspecified vessel using a perclose proglide device. Reportedly, an unspecified malfunction occurred. It was not specified how hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The analysis of the returned proglide device noted that the link had detached from the posterior cuff. A link detachment can result in a failure to retrieve the suture during needle plunger removal and prevent achieving hemostasis with this device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. In addition the customer returned six unused, sterile representative proglide devices for evaluation with the same part and lot number as the complaint device. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated there was no lot specific product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.